Manufacturer narrative:
An event regarding damage involving an unknown pin was reported. Conclusion: based on the information provided, the surgeon was using a competitor's driver in conjunction with the pins and that the driver was producing an eccentric drilling action on the pin, which most likely caused the pins to bend. It is noted that although there was patient involvement, no adverse consequences were reported as other pins were available. It is also noted that there have been no issues when using the same lot of pins in subsequent cases. Based on the provided information it has been determined that this event is associated with an off-label application. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This per is being raised with minimal information: the customer covering stores called on behalf of the scrub nurse and reported that as the scrub nurse was opening the packets during the procedure, the pins needed for the scorpio knee case were allegedly bent as they were taken out of the packet. The customer further reported that he believed that other pins were available to complete the case. Update: the sales representative has clarified the event description with the surgeon undertaking the case. The surgeon reports that he was using a (competitor's) driver in conjunction with the pins and that the driver was producing an eccentric drilling action on the pin. He confirms that sufficient pins were available to complete this case and that there have been no issues when using the same lot of pins in subsequent cases.

Event description:
This per is being raised with minimal information: the customer covering stores called on behalf of the scrub nurse and reported that as the scrub nurse was opening the packets during the procedure, the pins needed for the scorpio knee case were allegedly bent as they were taken out of the packet. The customer further reported that he believed that other pins were available to complete the case. Update the sales representative has clarified the event description with the surgeon undertaking the case. The surgeon reports that he was using a (competitor's) driver in conjunction with the pins and that the driver was producing an eccentric drilling action on the pin. He confirms that sufficient pins were available to complete this case and that there have been no issues when using the same lot of pins in subsequent cases.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown pins. An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.